Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels and high blood glucose levels. The customer reported that they have low blood glucose levels 2.2 mmol/l, 3.1 mmol/l, 5.2mmol/l and 6 mmol/l. The customer reported that the insulin pump was losing power and the battery ran out. The customer treated low blood glucose levels with orange juice. Troubleshooting was not completed during the call. Product is not expected to return.